Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage b2: adverse event report is being submitted due to customer contacting doctor about errors on his meter and inability to test. Note: manufacturer contacted customer in a follow-up call on 12-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated he is no longer using the true metrix meter. Customer is a cancer patient and his hemoglobin is low and all over the place. Customer is now using a competitor meter.

Event description:
Consumer reported complaint for e-0 error. Nurse is calling on behalf of the customer. The customer felt well and did not report any symptoms. At the time of the call, customer was at his doctor's office; customer went to his doctor due to not being able to obtain a result and needing to test. Customer had previously reported complaint for e-2 error on case (B)(4) and was awaiting replacement product. During the call, a back to back blood test was performed and produced e-0 both times using the truemetrix meter.